Event description:
The customer reported the device loses power quickly. There was no reported pt.

Manufacturer narrative:
(B)(4). The customer reported the device loses power quickly. There was no reported pt. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.